Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an error that the water temperature was incorrect in an arctic sun device. Per review of wo on 27jun2025, there was no patient involvement.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause for the reported event could not be determined. The repairs for the reported event are currently unknown as the work order was canceled. This investigation will be updated if additional information is provided. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Initial reporter name: (B)(6) intensive care unit. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an error that the water temperature was incorrect in an arctic sun device. Per review of wo on 27jun2025, there was no patient involvement.